Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. There are also technical and anatomical related factors that may contribute to pvl. The reported event cannot be confirmed. However, it has been determined that the root cause of this explant was likely due to patient and/or procedural related factors. There has been no allegation of a product malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve, implanted six (6) months, was explanted due to prosthetic aortic valve insufficiency with perivalvular leak. It appeared that the valve dehisced 1/4 of the annulus. The explanted device was replaced with another edwards valve without difficulty. The patient returned to the ICU in stable condition. He was discharged on pod #8 to a snf.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.